Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care provider adjusted the pump settings approximately 3 weeks ago and since that time, the customer awoke with blood glucose levels below 50 mg/dl. To address the bg level, the customer consumed candy and was brought food by the contact. Recommendation was made to consult with health care provider regarding the reported issue.

Event description:
Reportedly, during one occurrence, the customer fell due to experiencing low blood glucose levels.